Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and it was discovered that the reported event was caused by loose power connections from the isolation transformer. Reconnecting the loose power cords firmly resolved the issue. No further issues were reported. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that they were having communication issue with the navigation system's camera as it was intermittently disconnecting. They also noticed that the system would freeze when they attempted to shutdown. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction to unique device identifier (UDI) and catalog number now provided.